Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. Since, intravascular ultrasound (ivus) imaging catheter failed to cross the lesion, ivus was performed after pre-dilation. A 3.50 x 32mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion despite several attempts were made. When the device was checked after it was removed from the patient's body, it was noted that the stent struts were slightly lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.